Event description:
An initial shoulder surgery was performed at hospital using 4 (four) of the bioanchor devices with the same lot number. Three months later, a second procedure was performed at surgery center on the pt. During exploration of the shoulder, the surgeon found one broken bioanchor which had the eyelet broken off and the tied suture still attached. The surgeon had informed sales rep that the surgery had been very difficult and a great deal of pressure was applied in order to seat the anchor. Additionally, the surgery felt that surgical site felt "tight." The pt was prescribed gentle physical therapy post operatively but the surgeon was unsure of pt compliance.